Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating no severe impact. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin administration.